Event description:
No augmentation on arterial pressure was noted via wave form. The intra aortic balloon was removed. No pt injury or further complications occurred as a result of this event. No further details or pt info is available.